Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced halos, sensitivity to light, glare, dysphotopsia, blurry vision and visual disturbance. The iol was exchanged with an alternate iol approximately 1 year following the initial procedure. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the second eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).